Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012715327 was returned and analyzed. Visual inspection showed the catheter appeared intact without any visible issues. The catheter was received with the spiral array extended. Slide function was as expected, and the shape of the capture device was unremarkable with no atypical features. The catheter was connected to a test catheter interface cable (cic) without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. The slide control function operated as expected without any issues. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. Upon full advancement of the slide control to extend the guidewire lumen, no kinks were observed along the extended portion, indicating proper functionality and alignment of the steering and slide mechanisms. The catheter was reprogrammed before connection to the pulseselect generator via a test cic, and therapy deliveries were successfully performed.¿ hipot testing confirmed the integrity of the electrode wires insulation. However, electrical continuity testing revealed an open loop at electrode e4. Further dissection revealed that there was an electrode wire to electrode detachment at electrode e4 of the spiral array. In conclusion, the loop catheter failed the returned product inspection due to the electrode detatchment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, noise was observed on the electrogram and the electrode of the loop catheter appeared to be damaged after exchange. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.